Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
It was reported to abbott that the patient system was explanted due to high impedance and a fractured lead. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000096441.